Event description:
Event description guidant received information that during induction testing, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code after an external shock was delivered and displayed an elective replacement indicator (eri). It is reported that the left ventricular pacing thresholds are high. The induction testing was performed in a location with high magnetic interference. The guidant sales representative present reported that telemetry was lost at some point as well. Charge times reported for the induction attempts were normal.